Manufacturer narrative:
The serial number of the cobas 8000 cobas ise module (double) is (B)(6).the investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they also had ion-selective electrode (ise) noise alarms and the ise 2 qc was running low. The reporter was able to provide one example of discrepant results: the initial result was not reported outside of the laboratory. The patient sample was rerun due to a delta check. The initial na result from the module's ise 2 was 148 mmol/l. The first repeat result from the module's ise 1 was 155 mmol/l. This repeat result was deemed correct. The second repeat result from the module's ise 1 was 154 mmol/l.

Manufacturer narrative:
The investigation reviewed the calibration slopes on the date of event; the results were within specifications. The investigation reviewed the qc data; qc levels 1 and 2 were within range on the date of event. The investigation reviewed the alarm trace; the trace had multiple abnormal aspiration alarms. This may be an indication of poor sample quality. The field service engineer (fse) inspected the module and determined the event was caused by a chipped dilution vessel. He then replaced the dilution vessel, electrodes, seals, and pinch valve tubes. The fse performed operational and/or mechanical checks with acceptable results. The customer performed qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.